Event description:
Boston scientific received information that during a normal patient follow up, high pacing thresholds were noted on this right ventricular (rv) lead and diaphragm stimulation on the left ventricular (lv) lead. It is suspected that these two leads dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The associated device was programmed to vvi mode and a revision has been scheduled to reposition these leads. No additional information is available. Once any additional information does become available, this report will be updated.